Event description:
The customer reported being in the emergency room twice with high blood glucose over 600mg/dl the first time, and 342mg/dl the second time. The customer experienced fatigue, disorient, neuropathy felt ten times worst, chills, fever, nausea, vomiting, and sensitive to light. The customer was treated with fluids, pain medication, and fluids. Troubleshooting was performed, and no damage to the drive support cap noted. The caller mentioned that the device alarmed motor error on christmas and no delivery every day. Assisted the customer to run a manual prime test and the insulin did exit. Ran the displacement test and the test passed. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.